Manufacturer narrative:
(B)(4). Baxter evaluated the device and found it was out of specification in relation to the reported symptom, device did not auto-restart, which was experienced as the device did not auto-restart following false downstream occlusion alarms. Evaluation determined the cause to be the tubing guide shim depth was out of specification, with the guide gasket folded and not properly seated in the assembly. The tubing guide was adjusted to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device would not auto restart after downstream occlusion. There was no patient involvement.